Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one inpact av access dcb device was used to treat the venous outflow of the left arm. Approximately 15 months later the patient suffered in stent stenosis of the cephalic arch. Event was treated with medication and revascularization of the cephalic arch using a non-medtronic pta. Patient recovered. The investigator assessed the event as not related to the device, procedure or therapy. The sponsor assessed the event as not related to the device, paclitaxel or the procedure.